Event description:
Boston scientific received information that a lead with this model number exhibited an unspecified product performance issue and was surgically abandoned. No further information was available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.